Event description:
Customer called to report that the insulin pump experienced an audio/beep anomaly. Customer stated that the insulin pump also has a frozen screen and constant tone. Customer's blood glucose reading was 117 mg/dl. Troubleshooting was done. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was monitored and no high pitch noise anomaly, audio beep anomaly or constant tone alarm anomaly noted. No frozen screen noted. The test minilink transmitter communicates properly to the insulin pump and no sensor alarm or sensor anomaly noted. The insulin pump has minor scratched display window and cracked reservoir tube lip.